Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported experiencing intermittent vacuum issues during phacoemulsification step of cataract surgery. A system advisory displayed and the system was rebooted to complete the case. There was no patient harm. Additional information was received from the nurse indicating the phaco handpiece did not prime before surgery. During troubleshooting after the case, a company representative observed different system advisory in the event log.

Manufacturer narrative:
The customer reported that the system built intermittent vacuum and generated a system message (sm) ¿ ¿software error¿ during a procedure. The customer was able to resolve the reported issue by rebooting the system and completed the surgery. There was no patient harm. The company service representative examined the system and the reported events could not be replicated. The system was then tested and met all product specifications. The phaco handpiece was not returned for evaluation. The system was manufactured on may 16, 2014. Based on qa assessment, the product met specifications at the time of release. The (B)(4) handpiece was manufactured on october 8, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system or phaco handpiece serial numbers. The root cause of the reported event cannot be established. The manufacturer internal reference number is:(B)(4).